Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-15920- device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced three infusion set leaking from site on (B)(6) 2024. The infusion set was in use for less than 10 hours. Blood glucose levels reported during the event was 380 mg/dl. Patient resolved it by replacing infusion set and resumed insulin successfully. No further information available.